Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector(ous),the user discovered 2 pieces of fragment by looking at the camera display. They suspected that inner parts of the harvesting cannula broke down and went into the tunnel. One piece of the fragment was threw away, another one was kept and reported. They took out the fragments and finished the procedure using the same vv7.

Manufacturer narrative:
H6 correction: device codes changed to peeled. Internal complaint number: (B)(4). The device was returned to the factory on 28sep2020. Photographs were provided by the account. In the photographs that were provided, a white piece of material was observed taped to a white piece of material. There were no photographs of the device. An investigation was conducted on 26oct2020. Signs of clinical use and no evidence of blood was observed. The bipolar electrodes were observed to be intact, no visual defects were observed. The cutting blade was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. No physical or visual defects were observed when manipulating the blue toggle to retract and extend the cutter blade. The white material that was observed in the photographs was not returned for evaluation. An engineering evaluation was conducted that identified the root cause of the "peeled; cannula". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "peeled; cannula" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector(ous),the user discovered 2 pieces of fragment by looking at the camera display. They suspected that inner parts of the harvesting cannula broke down and went into the tunnel. One piece of the fragment was threw away, another one was kept and reported. They took out the fragments and finished the procedure using the same vv7.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector(ous),the user discovered 2 pieces of fragment by looking at the camera display. They suspected that inner parts of the harvesting cannula broke down and went into the tunnel. One piece of the fragment was threw away, another one was kept and reported. They took out the fragments and finished the procedure using the same vv7.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10,h11. H6 correction: device codes changed to particulates. Internal complaint number: (B)(4). The lot # 25150103 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 28sep2020. Photographs were provided by the account. In the photographs that were provided, a white piece of material was observed taped to a white piece of material. There were no photographs of the device. An investigation was conducted on 26oct2020. Signs of clinical use and no evidence of blood was observed. The bipolar electrodes were observed to be intact, no visual defects were observed. The cutting blade was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. No physical or visual defects were observed when manipulating the blue toggle to retract and extend the cutter blade. The white material that was observed in the photographs was not returned for evaluation. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings " is deemed confirmed.